Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had damaged cable sheathing, the image is striped right after switching on the camera head. The event occurred during service and maintenance. There were no reports of patient involvement.